Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical inc. (Isi) technical support engineer (tse) advised customer to keep the bipolar tip away from monopolar tip, leave the bipolar tip away from the tissue and disconnect the bipolar cord while activating the monopolar. The system was working properly and no additional action was required as the issue was resolved.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hemicolectomy left surgical procedure, the customer observed the bipolar being energized when the monopolar was activated and the bipolar tip smoking slightly. The customer received phone assistance from the intuitive technical service engineer (tse). The customer was advised to keep the bipolar tip away from the monopolar tip, leave the bipolar tip away from the tissue, and to disconnect the bipolar cord while the monopolar was activated. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the fenestrated bipolar forceps and the monopolar curved scissors were the two instruments involved with the reported event. The instruments were inspected prior to use and there were no abnormalities that were found. Arcing did not occur from the bipolar to the monopolar instrument. The customer noted that the current may have been applied at a position where the monopolar and bipolar were close to each other. The surgeon believes that the monopolar was energized, and the bipolar picked up the electricity which appeared to be energized. There was no tissue damage. The fenestrated bipolar forceps and the monopolar curved scissors did collide occasionally. Smoke was observed to have come out of the tip of the fenestrated bipolar forceps. The surgeon believes that he may have gripped the tissue with the fenestrated bipolar forceps and activated the monopolar curved scissor around the tissue at the same time. There was no patient injury or harm. The instrument will not be returned for isi evaluation.